Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. At the end of the case, they were inspecting the vizigo¿ sheath and they found one of the wires of the sheath had poked through the tip of black end of the sheath. The issue was found less than a millimeter from the distal end of the catheter. The catheter was not pre-shaped. It had not advanced past the lumen and there were no pieces broken off. The damage did not result in wires being exposed. When removing the wire, the sheath pulled out with it. No adverse patient consequence was reported.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 07-sep-2023. The device evaluation was completed on 14-sep-2023. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. At the end of the case, they were inspecting the vizigo¿ sheath and they found one of the wires of the sheath had poked through the tip of black end of the sheath. The issue was found less than a millimeter from the distal end of the catheter. The catheter was not pre-shaped. It had not advanced past the lumen and there were no pieces broken off. The damage did not result in wires being exposed. When removing the wire, the sheath pulled out with it. No adverse patient consequence was reported. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the tip of the vizigo¿ sheath was observed damaged at the irrigation hole. The guidewire was passed through the irrigation hole. The customer complaint was confirmed based on the picture received. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual inspection revealed no physical damage in the shaft. It was found in good condition and no damage was observed. However, during the analysis, the soft tip was found bumped. Device history record was performed for the finished device 60000178 number, and no internal actions related to the reported complaint condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The soft tip failure observed could be related to the issue described by the customer; therefore, the issue with the wires of the sheath poking through the tip was confirmed. The damage on the tip could be related to the guidewire leading the dilator to exit thru the sheath¿s distal bent holes during the procedure; however, this cannot be conclusively determined. It should be noted that product failure is multifactorial. The issue reported regarding when the wire was removed the sheath pulled out with it, could not be replicated during the product investigation. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).